Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The kink occurred due to layering which was designed based on customer preference. The pack was revised to avoid kinking, and will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any product related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a kink in the venous line. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did cause a 2 minute delay in surgical procedure. There was no patient harm.